Event description:
Approximately 2 - 3 inches of the catheter left below the abdominal flap when it broke while it was being pulled out. The surgeon believes that it should cause no adverse short-term or long-term effects.